Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. Through follow-up with the health-care provider, it was learned that the device was explanted due to s.a.m. And insufficiency noted on transesophageal echocardiogram (tee) after weaning the patient off cardiopulmonary bypass (cpb). According to the operative report, the patient presented with p2 mitral valve prolapse with 4+ insufficiency. Cpb was instituted and the edwards annuloplasty ring was implanted. The valve was tested with saline and found to be completely competent. The patient was weaned from cpb without difficulty and tee revealed the repaired native mitral valve to have a significant amount of systolic anterior motion and severe insufficiency. The patient was placed back on cpb, the ring was removed, and the valve was once again tested and appeared completely competent. The patient was again weaned from cpb and this time there was only mild insufficiency, much less that what was noted preoperatively. There were no complications with the procedure. Furthermore, (per the health-care provider) the reason for explanting the ring was patient related and not due to a device malfunction.